Manufacturer narrative:
The device was not returned to medtronic for analysis. (B)(4). Title: thrombus formation following transcatheter aortic valve replacement authors: de marchena e, mesa j, pomenti s, marin y kall c, marincic x, yahagi k, ladich e, kutz r, aga y, ragosta m, chawla a, ring me, virmani r. Citation: jacc cardiovascular interventions 2015 apr 27;8(5):728-39. (Doi: 10.1016/j.jcin.2015.03.005.) The event date is unknown; the date of publish was used for the event date. The death date is unknown; the first day of the year of publish was used for the death date. The de marchena et al article, table 1, referenced a case report by lancellotti et al; this case report was previously reviewed and reported to food and drug administration via medwatch # 2025587-2015-00585.

Manufacturer narrative:
Requests for additional information provided model/serial numbers for the implanted device, as well as event date and death date. This event occurred prior to us market release of this device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review that a (B)(6) woman with symptomatic severe aortic stenosis and a history of congestive heart failure, moderate chronic obstructive pulmonary disease, chronic kidney disease, and chronic iron deficiency anemia was successfully implanted with a 26-mm medtronic transcatheter bioprosthetic valve (serial not reported). Transvalvular mean pressure gradients were greatly decreased from pre-implant 43.5 mm hg to post-implant 16 mm hg. On discharge, the transthoracic echocardiogram (tte) values were in normal range. At one-month follow-up tte showed mild perivalvular aortic insufficiency and pressure gradients had increased to 43 mm hg. At six-month follow-up tte revealed moderate aortic insufficiency and pressure gradients increased again up to 50 mm hg. A cardiac catheterization confirmed moderate to severe aortic stenosis of the bioprosthesis. A transesophageal echocardiogram (tee) revealed a nodular thickening at the aortic side of the bioprosthesis leaflet. A second 26-mm medtronic transcatheter bioprosthetic valve (serial not reported) was then implanted inside the first (valve-in-valve). Post-implantation measurements under fluoroscopy revealed no significant aortic stenosis, no residual aortic insufficiency, and improved pressure gradients of 20 mm hg. Sixteen days after the second valve implantation, the patient died of sudden cardiac death. An autopsy revealed the first bioprosthetic valve with thrombus in the area of the valve leaflets, most significant on the non-coronary leaflet. The second bioprosthetic valve had mural thrombus on the aortic surface involving the right and the non-coronary leaflets, which limited their mobility. No additional adverse patient effects were reported for this patient.